Event description:
User reported that the level sensor was not triggering the expected response. The user replaced the level sensor. There was no patient harm.

Manufacturer narrative:
Upon return of the device, the sensor was connected to a service heart-lung machine. The sensor did not respond to stimuli at all. The cause was traced to failure of the component.